Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. B3: unknown; captured as alert date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: in this particular case the bleeding occurred postoperatively and was managed medically and with whole blood transfusion. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an animal procedure, when using the focus, after sealing, if the surgeon manipulate the vessel at all it will start bleeding again, even 20-30 minutes after sealing. The vessels have been no more than 5mm. She wanted to know that is there any reason that this product should not be used for vessels in tissue that has undergone an ischemic event. She no longer feel comfortable using it for this purpose, as she had a horse with a postoperative hemoabdomen after using this device for vessel ligation. The surgeon initially blamed the fact that she was systemically unstable prior to surgery and on systemic anticoagulants, but after having issues in subsequent surgeries the surgeon worried the seal was inadequate.